Event description:
During a call to fresenius technical support, this peritoneal dialysis (pd) patient reported disconnecting from treatment to go to the hospital. Upon follow-up, the patient explained having had a seizure. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had an epileptic seizure during treatment on the liberty select cycler. The patient has a diagnosed history of epilepsy. The seizure was unrelated to the patient¿s pd therapy or use of any fresenius device or product. The patient was not admitted to the hospital and discharged from the emergency room to home. The treatment for patients with epilepsy can be complicated by their comorbid condition of impaired renal function and its affect on how the antiepileptic drugs are eliminated.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction related to the reported adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a call to fresenius technical support, this peritoneal dialysis (pd) patient reported disconnecting from treatment to go to the hospital. Upon follow-up, the patient explained having had a seizure. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had an epileptic seizure during treatment on the liberty select cycler. The patient has a diagnosed history of epilepsy. The seizure was unrelated to the patient¿s pd therapy or use of any fresenius device or product. The patient was not admitted to the hospital and discharged from the emergency room to home. The treatment for patients with epilepsy can be complicated by their comorbid condition of impaired renal function and its affect on how the antiepileptic drugs are eliminated.